Manufacturer narrative:
Submit date: 5/12/2016 an investigation is currently under way; upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient was in emergent need for dialysis and her existing access site was occluded. The dialysis team decided to place a vascular catheter central line using the right ij access. The vascular catheter was being placed using ultrasound. The guide wire was inserted and then the catheter was threaded over the guide wire. The physician confirmed appropriate placement location of the catheter. Upon attempting to pull the guide wire, it would not come out. The line was pulled in its entirety. Shortly after removal, the patient began to decompensate. CPR was initiated. A chest x-ray demonstrated a large right hemothorax. A chest tube was placed. A right femoral vascular catheter was then placed. The patient decompensated three times and did not survive the third. It was felt that the catheter or guide wire perforated the vessel and the bleeding could not be controlled. The physician examined the guide wire after removal and reported that it had a bend at the end of the wire. The guide wire was not bent before the procedure.

Manufacturer narrative:
Submit date: 07/21/2016. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance reports related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to reported condition during a period of six months prior to manufacturing date. The actual device involved in the reported event was not returned for evaluation hence we were unable to evaluate the reported failure. There are no other details that allow further confirmation of the cause of this event. An ishikawa diagram and a brainstorming session were performed with the manufacturing operation personnel with the purpose of identifying potential causes. During manufacturing operation, all raw materials are manipulated according to work order procedure and a defect must be scrapped. The guide wire component is purchased from an outside vendor. The DHR for the guide wire manufacturing was reviewed. No conditions related to the reported event were found. These guide wires are 100% inspected by production associates to the appropriate specification. Procedure covers the applicable procedure for positioning / fixation of the kits components and catheters trays. For this reason the most probable root cause for the reported condition is patient related condition. This defect has not been confirmed. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the most probable root cause can be considered as a patient related condition / catheter placement. A corrective and preventative action (CAPA) is not required based on the fact that is not confirmed device related. No trends or data triggers were found. A health hazard assessment (hha) was initiated to evaluate the impact of this event. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant and are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was provided on 5/31/2016 and 6/01/2016. The customer reported this patient was critically ill when she came in. The patient had a left chest perm catheter which she had historically used to for dialysis. The manufacturer of the perm catheter was unknown. This female was found in the cab of a tractor trailer with her boyfriend and had a history of substance abuse, and being non-compliant with her dialysis. The boyfriend called ems as she became unresponsive. The patient had severe metabolic acidosis and was in severe respiratory distress. They were trying to get her oxygenated enough to transfer her to ICU. They got her somewhat stable, brought her to the ICU, and when trying to access her dialysis perm catheter, it was occluded and very crusty. They placed an ij line at the bedside and believed they perforated her artery when placing the guide wire, however; the record notes do not state that they perforated an artery; that was an assumption by risk management due to the massive hemorrhaging. It was noted that the wire kinked and was unable to be retracted through the catheter. The entire unit was removed. There was no sign of the wire uncoiling and no mention of any retained foreign body. They inserted a chest tube and she had a tremendous amount of blood output. They called in the cardio surgeon; there was nothing they could do as she was bleeding so heavily. The product used as the central line was a 13.5 french dialysis catheter. The customer reports he does not believe there was any type of product malfunction; it was an emergency situation with a high risk patient who was critically ill and in poor condition. The cause of death was due to hemorrhaging.